Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device prompted several "change batteries" messages and was unable to discharge. Complainant indicated that emt's arrived on the scene within 5 minutes and continued therapy with their device while transporting the patient to the hospital. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. Upon inspection of the device's batteries, two batteries were determined to be completely depleted versus the eight other batteries. There is no indication the device may have caused or contributed to this condition. Review of the clinical data found several "change batteries" messages which indicates the device recognized that the device did not have enough battery power to charge the device. The batteries were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.